Event description:
It was reported, that the electrosurgical generator had insufficient conductivity error code: e006. The issue occurred during reprocessing and there were no reports of patient involvement. It was later reported the procedure was approximately two- three hours and the usual procedure time is 45 minutes. The patient was under general anesthesia and the procedure was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received: it was reported that the procedure was a therapeutic transurethral resection (tur) vesical and a delay of 2-3 hours occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to fields (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.